Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum and it was reported by an anonymous individual that they had broke their cord in the first vns, which was determined to be a report of a lead fracture. The patient had a replacement surgery due to this. No additional relevant information has been received to date.